Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to a puncture on the cylinder during implant, the patient had an ambicor penile prosthesis (app) 16 cm x 12.5 cm not used. A different app consisting of a 14cm x 12.5mm cylinders and pump were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a puncture on the cylinder during implant, the patient had an ambicor penile prosthesis (app) 16 cm x 12.5 cm not used. A different app consisting of a 14cm x 12.5mm cylinders and pump were implanted. Should additional information be received a supplemental report will be submitted.